Event description:
The reporter stated the haptic of a competitor's lens was torn while being inserted. There was patient contact but no injury. The reporter stated the cause of the torn haptic was due to a loading error. Another same type lens was implanted.

Manufacturer narrative:
Results: an injector lot number search was performed and no similar complaint found. A cartridge lot number search was performed and no similar complaint found. A foam tip plunger lot number search was performed and no similar complaint found.